Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Distension unit, fluid, arthroscopic. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was defective. Per service report, this complaint can be confirmed. During evaluation, it was found that the screen was broken. Also, the tips and rubber feet were worn out. The defective parts including fms vue screen were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The broken screen and worn out tips and rubber feet are the root causes of the reported problem of the device was defective. With the available information, we cannot determine how the screen was broken. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the fms vue pump was defected. No patient consequence and no surgical delay was reported. No additional information was provided.